Event description:
Note: this MFR report pertains to the first of two events that occurred during the same procedure. Refer to MFR report #3005099803-2008-05072 for a description of the second event. It was reported to boston scientific corporation in 2008 that a maxforce tts balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2008 (male; pt weight unk). According to the complainant, "despite being able to compress the syringe, the balloon would not inflate. Unable to confirm if balloon burst, ruptured, or had pinhole as device was discarded." The procedure was completed with a second maxforce tts balloon dilatation catheter device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been discarded. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) for the reported lot revealed no anomalies. A review of the complaint database revealed that no additional complaints have been reported for this lot.